Manufacturer narrative:
Section a2, a3, a4, and a5: patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1 - telephone number: (B)(6) section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the procedure, once the intraocular lens (iol) was already inside the eye, the lens became damaged inside the injector. As a result, it was necessary to remove the damaged iol. The iol was successfully replaced with another johnson & johnson lens. Increased resistance in the plunger was observed during lens advancement. All steps of the directions for use were carried out during lens preparation and handling. No further information was provided.